Event description:
It was reported that the device failed occlusion test. No patient injury was reported.

Manufacturer narrative:
Heard popping noise followed by cc alarm, cracked right plunger case. Customer caused the problem. Abnormal wear of the clutch halves and lead screw as a result of the customer repeatedly not fully disengaging the clutch before moving the plunger head. Performed occlusion test. Replaced lead screw, clutch spring, and both clutch halves. Performed occlusion test and all functional tests passed.

Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log identified travel coarse error - check clutch/plunger lever. The root cause of the issue was the customer repeatedly did not fully disengage the clutch before moving the plunger head.